Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the laser light cable (llk) plug of the video cable section could not be identified, and the damage to the fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited foreign material in the laser light cable (llk) plug of the video-cable section, and damage to the fiber bonding in the outer tube area (distal end). There was no patient involvement.